Manufacturer narrative:
Sentinelle breast MRI system was returned from site for eval on (B)(4) 2013. The tabletop and padding was examined. A seam at the bottom edge of the ramp pad was identified as a potential cause of pt discomfort, but was not considered a contributing factor to the skin streaking / bruising. Sentinelle applications personnel to provide add'l training/instruction on pt set-up and pad positioning to affected site. No causal effect can be determined between the skin streaking / bruising and the failure of the device.

Event description:
Two (2) pts were reported by site to have rec'd minor skin affects: pt reported bruising [site reported as yellow bruising (2 black and blue marks) approx 2 inches long in area of abdomen below the breast]. Pt had red skin streaks/marks [as this is a normal and expected effect from device use, no further action taken] after breast MRI exam using the sentinelle vanguard breast MRI system. Sentinelle requested system be returned for investigation of pad positioning/placement by the user. Site confirmed that there was no treatment or intervention required for both the skin streaking and/or the bruising.